Manufacturer narrative:
This is the same event as 3010536692-2015-00667.

Event description:
Allegedly, patient revised due to shedding of metal debris, tissue damage, persistent pain and decreased mobility. (Right).